Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to thrombus. The patient is reportedly doing well after the pump exchange. Additional information was requested but not provided.

Manufacturer narrative:
Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). The report of hemolysis and thrombus was confirmed based on the evaluation of (B)(4). Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus ring adhered to the inlet bearing ball and cup. The thrombus rings appeared to have evidence of laminated layering, which indicates that they were present while the pump was operating. The rings found on the inlet bearing ball and cup had areas that were similar in color and structure, and were likely a single formation prior to disassembly of the pump. Examination of the outlet stator revealed a non-laminated deposition situated in between outlet bearing ball and the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origins and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear denatured and the lack of contact marks on the outlet bearing cup suggests that the deposition was not present in the outlet stator while the pump was operating. The thrombus formations found in the pump would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: pump thrombus. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: signs or symptoms: abnormal pump parameters: yes. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: y. Malfunction component: pump: yes. Malfunction component: pump: pump body: yes. Ae device malfunction: yes. Patient outcome: exchange: yes. Device malfunction causative factor: prothrombotic states: yes.